Manufacturer narrative:
Based on the information provided, the causes of the customer reported failure mode and intra-operative complication cannot be determined. The curved-tip stapler 30 instrument used during this event has been requested for failure analysis investigations, but has not been received. The customer reported that the white stapler 30 reload fired during this event is not available for return. A follow-up MDR will be submitted if additional information is obtained. The stapler logs for this event were reviewed by an isi failure analysis engineer: curved-tip stapler 30 instrument (part #470530-08, lot #t10201006-0057) experienced an error 22030 indicating the instrument experienced an unknown firing failure. This stapler instrument fired four times; all white reloads. A system log review was performed for this procedure: an error 23075 was observed indicating that the surgeon's hand may not have been touching the left master tool manipulator (mtm) while in following mode. An error 22030 was observed indicating that a curved-tip stapler 30 instrument experienced a firing failure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument fired a white stapler 30 reload and an incomplete staple line was created. It is unknown what medical intervention, if any, was performed due to this event. The causes of the customer reported failure mode and intra-operative complication are unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist curved-tip stapler 30 instrument allegedly fired a white stapler 30 reload without prompting from the surgeon and formed an incomplete staple line. The procedure was completed robotically. The procedure logs indicate that the only stapler 30 reloads fired during this procedure were white reloads. Intuitive surgical inc. (Isi) contacted the site's robotics coordinator and the following additional information was obtained about the event: the customer said they only received the stapler instrument for this event and have not been able to find the reload used during this fire. The robotics coordinator concludes that the reload was either lost or discarded. Isi has attempted to contact the surgeon to gather additional information regarding the reported event. However, no additional information has been obtained as of the date of this report.

Manufacturer narrative:
Device evaluation can be found in section: intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event via logs. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed twice with no issue. Staple formation of the reload on a test sheet was proper. No physical damage was found on the wrist. The logs confirmed the firing failure.

Event description:
Refer to h10/h11 for follow-up information.